Event description:
It was reported that seven (7) titanium adapters disconnected from peritoneal dialysis (pd) transfer sets which resulted in a leak. This was described as the transfer sets were no longer flush against the titanium adapters. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The connections were properly tightened before therapy started. To resolve the issue, the titanium adapters were replaced. There was no report of patient injury, however the patients were given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.